Manufacturer narrative:
The device evaluation is in progress, current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported all nine screws went in fine, the surgeon skipped one screw because of the patient's tumor, however, when putting in the final plug the screw head splayed. The screw was explanted and replaced with the same size screw. While attempting to lock down the final plug the screw head splayed again. The screw was explanted and the surgeon was going to use a larger screw, however, a rescue diameter was not available and the only option was a longer screw. The screw used was fifteen (15) millimeters longer than the original screw. No surgical delay in excess of thirty (30) minutes was reported and no adverse effects were reported as a result of this event.

Manufacturer narrative:
The screws were received and visually evaluated. There are no indications of manufacturing issues which would have contributed to this event. The warnings in the package insert state this type of event can occur. The root cause cannot be fully determined but is likely due to excessive force on the screw head while trying to bend down the cocr rod in place during surgery.

Event description:
Upon receipt of the products for evaluation and additional review of the complaint file, it was identified the same size screw was implanted. There were no adverse effects or serious injury to the patient.